Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple times battery out limit alarm. The customer¿s blood glucose level was unknown. The customer also reported that they received alarm at the time of call and even after battery change. The customer reported that they received multiple battery out limit alarms when batteries were out of the insulin pump for less than one minute. The insulin pump will not be returned for analysis.